Event description:
It was reported that the patient experienced an infection. The implantable pulse generator (ipg) system was explanted and replaced. A temporary external ipg was used until a new system was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.